Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient (58yo female) was implanted with two prodisc c vivo implants at levels c5-6 and c6-7 on (B)(6) 2024. Patient had poor bone quality. Implants were removed on (B)(6) 2024 and the patient was converted to a corpectomy. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk assessment found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed vivo devices were not returned following the removal surgery, therefore no device evaluation could be completed. No imaging was provided. The vivo removals were completed due to the patient's poor bone quality. The submission is 2 of 2 devices involved in this event.

Event description:
Patient (58yo female) was implanted with two prodisc c vivo implants at levels c5-6 and c6-7 on (B)(6) 2024. Patient had poor bone quality. Implants were removed on (B)(6) 2024 and the patient was converted to a corpectomy.